Event description:
Information received from a healthcare provider (hcp) for a clinical study, via a manufacturing representative, reported that the patient was implanted with a bowel stimulator on (B)(6) 2014 for fecal incontinence. The first stage helped, therefore they implanted the permanent stimulator. The patient presented to the ER on (B)(6) 2014 complaining of abdominal pain in the left lower quadrant and the symptoms began 4 days prior. The symptoms did not radiate. The patient had nausea and vomiting and the symptoms were crampy and sharp. At it's worst, the pain was moderate. The patient had experienced similar episodes in the past, multiple times. The patient had a history of chronic abdominal pain with multiple stimulators in place. The patient was seen the day prior and they did a full workup that was negative. The pain persisted and the patient saw their hcp for a barium swallow. On (B)(6) 2014, the patient went to the ER again and the pain felt like appendicitis. The patient had been in the ER 4 times this week. The symptoms were unchanged despite home interventions. The patient had persistent pain around their battery stimulator that was to help them have a bowel movement. The patient appeared uncomfortable and the hcp asked for a CT scan. The problem was an acute exacerbation. On (B)(6) 2014, the patient presented to the ER again for abdominal pain and had nausea, vomiting, decreased appetite, and anorexia. The symptoms became worse on (B)(6) 2014 and the patient believed their hiatal hernia was back and that was the reason for their symptoms. The possible causes were unknown. The symptoms were aggravated by food and were described as achy. The pain at its worst was severe. On (B)(6) 2014, the patient came back to the ER with abdominal pain in the upper abdomen and had diarrhea. The symptoms were described as burning, constant, and sharp. The patient had a CT of the abdomen and pelvis and it showed hiatal hernia and no other cause of the symptoms. The patient had a gastric emptying study planned for next week. This was typical pain, but it became unbearable on the evening of (B)(6) 2014. The patient had mild abdominal tenderness in the epigastric area and rebound tenderness in the right and left upper quadrants. The gastric emptying study showed a slightly delayed time-course of gastric emptying, suggestive of gastroparesis. On (B)(6) 2014, the patient went to the ER with abdominal pain in the lower abdomen. The patient also had burning in the esophagus and heartburn. The patient had been taking medication with no relief. The patient's last bowel movement was earlier in the day and it was runny, which was typical for them. The pain had become too severe, prompting the visit. On (B)(6) 2014, the patient had rectal bleeding from hemorrhoids, rectal prolapse, and mucosal prolapse. The patient had transrectal excision of the rectal prolapse. There were no complications with the procedure. The patient still had diarrhea, incontinence, and some nerve pain. It was indicated that the patient was advised to turn off the stimulator to see what happened. The patient was working with their manufacturing representative as their settings were readjusted but she was having a lot of issues with tube feedings and foods that she could eat. The patient was prescribed norco to help with bowel function and enteragam. During examination, the patient was having bleeding and was developing new hemorrhoids because of the incontinence and diarrhea. Suppositories and creams were given. On (B)(6) 2014, the patient had hemorrhage of rectum and anus and nausea on (B)(6) 2015. During the healthcare visit on (B)(6) 2015, the patient had symptoms including fatigue, headaches, diarrhea, hemorrhoids, muscle weakness, enlarged neck due to goiter, and recent weight loss. It was noted the patient had a proctosigmoidoscopy for right posterior and left anterior internal grade 2 hemorrhoids. The patient had an office visit on (B)(6) 2015 and had worsening diarrhea and sore rectal bleeding. The patient appeared to be under more stress. A proctoscope showed no blood in the rectum and the patient's rectal mucosa had normal beginnings of recurrence of inflamed internal hemorrhoids grade 2. The patient complained of a change in bowel habits, diarrhea, fecal incontinence, and hematochezia. On (B)(6) 2015, a single view of the abdomen demonstrated no dilated loops of bowel to suggest bowel obstruction. Stool was identified in the left colon. Stable positioning of the surgical clips were identified in the upper left quadrant right mid-abdomen. A j-tube was in place and the implantable device projecting over the left pelvis was stable. The patient had an office visit on (B)(6) 2015 and complained of chronic pain, their joints were hurting bad, and they had left sided abdominal pain. There was nothing to fix structurally, they would just have to manage it. On (B)(6) 2015 an axial CT scan of the abdomen was performed due to the patient having abdominal pain. CT evaluation of the abdomen revealed that the colon was distended with a large volume of stool within the colon compatible with constipation. Few calcifications were noted within the fundus of the uterus suggestive of uterine fibroids, small in size. No small bowel obstruction was noted. On (B)(6) 2015 the patient had an office visit and discussed chills, fever, blackouts, and falls for 12 days now. The patient felt bad, had their feeding tube clogged, and was without medication for 5 days. The patient had cramps as well. The patient had unchanged cachexia since (B)(6) 2015. A biopsy of soft tissue was requested on (B)(6) 2016 when the patient had a hemorrhoidectomy and the diagnosis was hemorrhoids and early mucosal prolapse. The patient had an office visit on (B)(6) 2016 for follow-up of rectal bleeding. The patient had a very tender rectal exam. The patient had a proctoscopy and had left anterior prolapsing rectal tissue noted. Due to the patient's diabetes they were passing out and they were on a heart monitor because they were on promethazine. The patient was constipated and skin came out of their rectum. The patient was passing mucous in their stool and was wiping blood. The patient was on a 25 mcg fentanyl patch which did not work. Pen-colace gave them cramps and miralax did nothing for them. The hcp told the patient to take amitiza low dose. The patient's current problems included internal hemorrhoids, hypoglycemia, weight loss, blackout, chills, vitamin d deficiency, abdominal pain, bleeding anal or rectal, chronic diarrhea, constipation, weakness on the left side of the body, neck pain, osteoarthritis, hypertension, migraine, depression/anxiety, malnutrition, chronic pain syndrome, irritable bowel syndrome (ibs), and incontinence. The patient had transrectal repair of rectal mucosal prolapse transrectally on (B)(6) 2016. The patient presented and underwent the procedure without complication and was discharged the same day in good condition. The patient was in the hcp's office for post-op hemorrhoidectomy on (B)(6) 2016. The patient&#38112;prolapse was unchanged and was still sore and they had anal or rectal pain. The patient felt like they still had hemorrhoids as well. The patient had 1 episode of incontinence, after which their spouse turned up their sacral nerve stimulator. The incontinence had improved since. Amitiza had helped the patient's bowel movements. The patient had some external/anal canal swelling. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. Past medical history included dysphagia, allergies or hay fever, anemia, ankle swelling, asthma, black or tarry bowel movements, excessive bleeding after cuts, blood in stool, blurring of vision, bronchitis, easy bruising, buzzing or ringing in ears, chest colds lasting at least 3 weeks, chest pain, chest pain which radiated down arm, chronic cough, colds usually going to the chest, colitis, coughing up blood, diarrhea lasting more than one week, excessive gas or bloating, feeling too hot or too cold, frequent backaches, frequent headaches, frequent nausea or vomiting, getting up at night to urinate, hemorrhoids, hepatitis or other liver disease, hernia, hoarseness that lasted more than a week, hypertension, intolerance of fatty foods, jaundice, kidney stones, loss of force when you urinate, migraine headaches, pain in either leg on walking, pain or inflammation in eyes, persistent numbness in any body part, pneumonia, recent change in bowel habits, short of breath walking at normal pace, stomach pain, sudden attacks of dizziness or faintness, swelling or lumps, tremors or shaking of hands, and wheezy or whistling chest. The patient also had a medical history of anxiety disorder, copd, depression, gastroesophageal reflux disease, osteoarthritis, peptic ulcer disease, irritable bowel, shingles, spastic colon syndrome, and fatigue. Past operations included appendectomy, tubal ligation, breast augmentation, diatle, hernia repair, cholecystectomy, tonsillectomy, bowel stimulator placement, gastric stimulator placement, and 3 feeding tube replacements.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturing representative, reported that the patient was seen in their hcp¿s office on (B)(6) 2014 for a gi consult. It was not working. The patient had significant spastic colon syndrome with diarrhea incontinence and it was getting worse. The patient¿s current symptoms included odor from the wound. The patient also had a gastric pump on the abdomen and definitely had weak sphincter muscles and was at their hcp¿s office for a possible sacral nerve stimulator procedure. The hcp had talked to the patient about a pump for the stomach that was basically the same as it, but put in a different place on (B)(6). The patient would go to do the testing phase today. The hcp did the surgical procedure for the stage 1 bilaterally for s3 and the patient would return in 2 weeks or follow-up as needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.